Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a ez steer nav ds and the catheter appeared bent under flouroscopy. The physician removed it and confirmed that it was bent at the tip. They replaced it to continue the case. No adverse patient consequence was reported. On 17-jul-2024, additional information was received which indicated that there was a small part of the wire that was exposed. With the additional information, the event is now considered MDR reportable with an awareness date of 17-jul-2024. There were no resistance nor difficulty during insertion and removal. It was noticed on fluoro that the tip was not straight after a few lesions had been placed and then removed. The damage was distal to the proximal electrodes. The catheter was not pre-shaped. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark in the tip area. No internal components exposed were observed. The anchor window located in the tip is part of the catheter designed and no internal components were exposed. A manufacturing record evaluation was performed for the finished device 30941192m number, and no internal actions related to the reported complaint condition were identified. The bent condition reported by the customer was confirmed. The potential cause of the bent condition could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The internal components exposed could not be confirmed during the analysis. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage may cause catheter failure or patient injury. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a ez steer nav ds and the catheter appeared bent under flouroscopy. The physician removed it and confirmed that it was bent at the tip. They replaced it to continue the case. No adverse patient consequence was reported. On 17-jul-2024, additional information was received which indicated that there was a small part of the wire that was exposed. With the additional information, the event is now considered MDR reportable with an awareness date of 17-jul-2024. There were no resistance nor difficulty during insertion and removal. It was noticed on fluoro that the tip was not straight after a few lesions had been placed and then removed. The damage was distal to the proximal electrodes. The catheter was not pre-shaped.